Event description:
During a review of the patient's programming history, it was found that the patient was found to be at settings indicative of a faulted test upon initial interrogation on (B)(6) 2004. As no previous history is known, it is unknown if and when a faulted system diagnostic test occurred which would have altered the patient's settings. The patient was initially implanted on (B)(6) 2004. The settings were adjusted after the initial interrogation on (B)(6) 2004.

Manufacturer narrative:
Analysis of programming history.